Event description:
Edwards learned of a pericardial valve that required valve-in-valve intervention after an implant duration of seven (7) years, five (5) months due to severe aortic stenosis secondary to moderate aortic calcification. Patient was reported as stable following intervention.

Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without receipt of the explanted device the reported clinical observation of calcification cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.